Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted on the same day of surgery. Through follow-up with the health-care provider, it was learned that the device was explanted due to a sizing issue; per the surgeon, "complex tricuspid valve repair required ring downsize." According to the operative report, the patient presented with tricuspid insufficiency and was referred for tricuspid valve repair. A 34 mm edwards annuloplasty ring was seated around the tricuspid annulus. The surgeon felt that the automatic defibrillator coil lead was pushing down on the septal leaflet in an inordinate amount, so he moved the lead over so that is passed between the anterior leaflets and the septal leaflet. The patient was weaned from cardiopulmonary bypass (cpb), but unfortunately, the patient still had severe residual tricuspid insufficiency. The patient was placed back on cpb and upon inspection, it was felt that the septal leaflet was just an inadequate leaflet. Therefore, an incision parallel to the annulus of the septal leaflets from near the commissure between the anterior and septal and the commissure between the posterior and septal was made. A patch was used to help augment the septal leaflet. A smaller edwards annuloplasty ring (32 mm) was chosen this time, which was seated and echo showed only mild tricuspid insufficiency once off cpb. Of note, (per the surgeon) the reason for removing the device was procedure related; there was no device malfunction.